Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds3368 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted on the (B)(6) 2020 into the right brachial vein under ultrasound and was secured by statlock and tegaderm dressing with a tubigrib covering for additional securement. Was being used for chemotherapy. Patient presented to have some routine bloods taken, whilst being flushed, leaking fluid was noted by the nursing staff on the catheter external to the insertion site. Pin hole was noted in the actual catheter. The PICC was removed . The line had been used previously for 3 times, weekly for chemo therapy regime without any issues.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed between the 4cm and 6cm depth markings. The split occurred within a permanent kink impression. Microscopic inspection of the split revealed a granular fracture surface. Catheter buckling, material wear and discoloration were observed in the vicinity of the split. The fracture features were consistent with flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube, causing gradual fracture formation and propagation. The location of the damage suggested that catheter securement and maintenance techniques may have contributed. A lot history review (lhr) of reds3368 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted on the (B)(6) 2020 into the right brachial vein under ultrasound and was secured by statlock and tegaderm dressing with a tubigrib covering for additional securement. Was being used for chemotherapy. Patient presented to have some routine bloods taken, whilst being flushed, leaking fluid was noted by the nursing staff on the catheter external to the insertion site. Pin hole was noted in the actual catheter. The PICC was removed . The line had been used previously for 3 times, weekly for chemo therapy regime without any issues.